Event description:
As it was reported by the sales rep., the physician noted that the stent came off of the balloon. The physician could not cross a calcified om lesion with a cypher stent. Upon trying to pull the stent back into the guide catheter (medtronic), the stent came off the balloon. The physician described the om take-off as an acute angle. The stent hung up in the left main, and the physician snared the stent to bring it back in the guide. The stent crumpled in the guide and would not come out of the sheath, so he had to stick the other groin and pulled the stent/snare through an 8f sheath. He later had difficulty delivering an endeavor stent through the same lesion.

Manufacturer narrative:
The product is available for analysis. Additional information will be submitted within thirty days upon receipt.